Event description:
It was reported that during two separate transports, the ventilator stopped ventilating two different patients with audible alarms. The first transport was a male in his (B)(6). Immediately upon placing the mask on the patient, he began to show signs of moderate to severe respiratory distress, accessory muscle use, desaturation, and pallor. After about five breaths, the machine stopped ventilating and a blower demand alarm began to sound. The patient was placed back on the hospital machine and original face mask which improved the patients condition. The second transport was a (B)(6) female. When the ventilator and mask were placed on the patient, there was an immediate blower demand alarm and low peep alarm. After about 5-10 breaths, the alarm went away and the ventilator continued to give breaths. Halfway through the transport, the ventilator stopped delivering breaths to the patient with an audible alarm. The patient's saturations dropped to approximately 80-85% and her heart rate increased to 20 bpm. The patient was placed on a non-rebreather mask for transport and her oxygen saturation increased.

Manufacturer narrative:
These ¿blower demand exceeded¿ alarm conditions were generally preceded by ¿low peep¿, ¿high breath rate¿, and "patient circuit fault¿ alarm conditions. During each of the ¿blower demand exceeded¿ alarm events the event trace record indicates that several ¿sub-ambient¿ safety valve activations occurred.